Event description:
This was reported as an arteriotomy closure of the common femoral artery with a prostyle device using the pre-close technique prior to an interventional angiogram procedure. Reportedly, there was difficulty to advance the device and the suture was not present when the plunger was removed [failure to cycle]. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: difficulty advancing was due to patient anatomy. Sheath size used was a 6f. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported cuff miss was confirmed. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as an arteriotomy closure of the common femoral artery with a prostyle device using the pre-close technique prior to an interventional angiogram procedure. Reportedly, there was difficulty to advance the device and the suture was not present when the plunger was removed [failure to cycle]. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.